Event description:
This patient experienced and mi and restenosis of three cypher stent approximately 5 months post implantation in the left main and left circumflex artery. This patient was admitted to the hospital with a chief complaint of unstable angina (iib). The patient was currently taking aspirin, tatins, beta blockers, anti anginals, and ace inhibitors. The patient was taken electively to the cardiac cath lab, where angiography revelead a de novo, smooth, angulated (>45 degrees), bifurcating, concentric, heavily calcified lesion in the left main artery, extending into the ostium of the lcx. A bolus heparin was administered via IV. Reopro was also administered via IV. It is not known if the lesion was predilated three cypher stents were deployed within the lma and into the lcx, with satisfactory results. Flow through the stented segment was timi iii.